Manufacturer narrative:
The insulin pump passed the displacement test. Hardware low level alarmed during self test and was confirmed in insulin pump history file due to cold solder joint at the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. Customer's blood glucose level was unknown. Customer was assisted with self test and self test was not ok. Troubleshooting was done and insulin pump alarm again. Insulin pump will be returned for analysis.